Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective. Correction: replaced mainboard. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: ventilation unit synchronization timeout" or "startup stop" after ventilation unit power on.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary: ventilation unit synchronization timeout" or "startup stop" after ventilation unit power on.